Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after several weeks of using the arterial catheter we observed some issues. During use, we often get low diastolic and not coherent for the patient's state nor with the results of noninvasive pressure, and this is for most of our patients. Those issues occur quite early, sometimes after the catheter's insertion and calibrating does not change anything. We check the entire lines several times, as well as the counter pressure bag. Those issues are severe because we are unable to give the amines when the patient doesn't need them. We contact other departments, and they are having the same issues. Then, the catheters have a short lifespan, sometimes only a few hours. Since the use of those catheters, we often have to change those arterial catheters (sometimes many times same day) because they get occluded (impossible to get a reading, more invasive pressure)". Additional information received states that "we have been noticing issues since we changed the catheters, and there were a very large number of patients involved. It was because we were seeing these collapsed diastoles in patients who had no reason to have signi ficant vasoplegia that we began to wonder about a malfunction. Initially, therefore, we did not trace lot numbers or patient identities. The consequences were that patients were placed on amines (noradrenaline) when this was not necessary, or if they were already on noradrenaline they received higher doses than necessary".

Event description:
It was reported that "after several weeks of using the arterial catheter we observed some issues. During use, we often get low diastolic and not coherent for the patient's state nor with the results of noninvasive pressure, and this is for most of our patients. Those issues occur quite early, sometimes after the catheter's insertion and calibrating does not change anything. We check the entire lines several times, as well as the counter pressure bag. Those issues are severe because we are unable to give the amines when the patient doesn't need them. We contact other departments, and they are having the same issues. Then, the catheters have a short lifespan, sometimes only a few hours. Since the use of those catheters, we often have to change those arterial catheters (sometimes many times same day) because they get occluded (impossible to get a reading, more invasive pressure)". Additional information received states that "we have been noticing issues since we changed the catheters, and there were a very large number of patients involved. It was because we were seeing these collapsed diastoles in patients who had no reason to have significant vasoplegia that we began to wonder about a malfunction. Initially, therefore, we did not trace lot numbers or patient identities. The consequences were that patients were placed on amines (noradrenaline) when this was not necessary, or if they were already on noradrenaline they received higher doses than necessary".

Manufacturer narrative:
(B)(4).